Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented in operating room for initial implant. During the implant, the right ventricular lead exhibited high capture threshold. The physician unscrewed the lead and attempted to reposition the lead but the helix would not deploy and the internal coil became torque. The physician attempted to use a different stylet but the stylet was entangled inside. After several attempts the stylet was able to be removed but the physician was unable to insert the new stylet. The lead was replaced and the procedure was completed without any complications. The patient was discharged without any complications.